Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon for post dilatation. The device was inspected and prepped with no issues noted. The target lesion in the lad # 6-7 exhibited 90% stenosis, no calcification and no tortuosity. Pre-dilation was carried out at the lesion site using a 2.5x20mm euphora balloon. The physician implanted a non-medtronic stent and performed post-dilation with the nc euphora balloon. There was no resistance felt with the mating device during delivery or when advancing the device to the lesion site. The first inflation was at 16atm for 20 seconds. The second inflation was at 18atm for 15 seconds for the second time. The third inflation was carried out at 20atm for 15 seconds. It was reported that the pressure unexpectedly decreased and the balloon was removed from the patient. There were no difficulties encountered during removal. It was reported that the proximal side of the balloon was ruptured. No further patient treatment was carried out. There was no patient injury.